Event description:
In the external beam treatment planning program, the source to surface distance (ssd) can be reported incorrectly. The ssd reported by pinnale in situations where multiple contours are digitized with a large variation in shape may be incorrect. The pinnacle-indicated "monitor units" in this case were correct. However, the user chose to treat the pt using their independently computed "monitor units", which were computed using the incorrect ssd. This resulted in an underdosage of radiation to the pt, which was not considered critical because it was compensated for in later treatments.